Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. The reported failure to advance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported failure to advance, stent dislodgment and subsequent treatment appear to be related to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion was the heavily calcified accessory renal artery. The lesion was not predilated. The herculink elite stent delivery system (sds) was unable to cross the target lesion due to the heavily calcified anatomy. The sds was removed from the anatomy when it was noted that the stent was no longer on the sds. The dislodged herculink elite stent was found in the aorta and successfully snared out of the anatomy. The lesion was then predilated and another herculink elite stent was implanted without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information.